Manufacturer narrative:
Concomitant product: unknown egia su - unknown endo gia sulu, lot# unknown unegiatri - unknown egia tri staple, lot# unknown unknown egia su - unknown endo gia sulu, lot# unknown unegiatri - unknown egia tri staple, lot# unknown 030454 - 030454 endo gia r/or 45 2.5mm, lot# unknown eea2135 - eea2135 eea 21mm-3.5 sgl use stapler, lot# unknown unknown eea - unknown eea, lot# unknown unknown endo gi - unknown endo gia instrument, lot# unknown unknown eea - unknown eea, lot# unknown unknown endo gi - unknown endo gia instrument, lot# unknown title: early bleeding after laparoscopic roux-en-y gastric bypass: incidence, risk factors, and management ¿ a 21-year experience source: obesity surgery (2022) 32:3232¿3238. Https://doi.org/10.1007/s11695-022-06173-y accepted: 17 june 2022 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study evaluated early postoperative bleeding in patients who underwent laparoscopic roux-en-y gastric by-pass between (B)(6) 1999 and (B)(6) 2020. A side-to-side jejunojejunostomy was performed using a 45-mm-long linear stapler , 2-row, 2.5-mm staples height two-row until 2010 (then three-row thereafter). There were 2639 patients in the study and postoperative complications included: a female patient eventually died of irreversible brain damage due to a prolonged circulatory arrest during induction of anesthesia before reoperation.